Event description:
It was reported that the zimmer blood reinfusion system comes with a drain that is 107cm long. For total knee replacement this is way too long and the company does not offer a small length so the surgeon has to cut the tubing to fit. When the doctor went to remove the tubing prior to the pt's discharge, the tubing broke off inside of the knee. With the doctor having to cut the tubing, there was no answer as to how much of the tubing remained in the knee when it broke off.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.